Event description:
The user facility reported that a water hose from a system 1e processor had disconnected, causing the unit to leak water into the room where it was located and the offices below the room. No injuries were reported.

Manufacturer narrative:
The user facility reported that this event occurred on (B)(6) 2011. The facility cancelled procedures as a result of the (B)(6) 2011 event. No procedures were canceled as a result of the (B)(6) 2011 event. A steris service technician inspected the system 1e processor following both events and replaced the water hose which disconnected. After the (B)(6) 2011 event the technician identified that the water pressure from the ab filter assembly to the system 1e processor was set to 75psi which is greater than the specification of 50psi. The ab filter assembly contains a pressure regulator which is set to 50psi during manufacturing and verified during installation of the system 1e processor. A review of the installation records for the user facility's system 1e processor confirms that the water pressure regulator was set to 50psi at the time of installation. It is unknown how the pressure regulator was adjusted to 75psi. The technician set the pressure regulator back to 50psi and returned the system 1e processor to service; no further issues have been reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).